Event description:
It was reported that the patient presented in clinic for generator upgrade. Prior to procedure, device interrogation showed that the patient's right atrial (ra) lead exhibited noise oversensing that cause inappropriate automatic mode switch. The ra lead was explanted and replaced. Patient had no consequences.